Event description:
It was reported that the patient has clicking and popping noise in left knee soon after surgery, and it is progressively getting worse and louder. Patient also has minor pain in knee area.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.